Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an alarm on their insulin pump. The customer's blood glucose level was reported to be 120mg/dl. It was reported that the device was pushing out insulin and motor stopped after letting go of act button. It was reported that the customer did not know the type of alarm that occurred. No further information provided.